Event description:
It was reported that signal loss occurred. Performance data was reviewed. The allegation was confirmed due to the finding of signal loss over an hour within the investigation window. The probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. D4: device identification/model no - additional information. D4: device identification/catalog no - correction. D4: device identification/serial no - correction. D4: device identification/lot no - additional information. D4: device identification/expiration date - additional information. D4: device identification/primary UDI number - additional information. H2 type of follow up: additional information/ correction.

Event description:
It was reported that signal loss occurred. It was determined that loss of connection was related to the mobile application. Performance data was reviewed. The allegation was confirmed due to the finding of signal loss over an hour within the investigation window. The probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). B5: describe event or problem: correction; h2: additional information: correction.